Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that 5 days following an esophagojejunostomy, the patient developed fever and severe vomiting. During the operation, it was found that there was an incomplete staple line about 10-15mm. The patient died a day later of cardiac arrest.